Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Facility contact reported that a trialysis catheter was placed using ultrasound guidance. Doctor alleged that the wire and catheter were partially torn but not completely torn in half. Report stated that the patient lost blood due to high volumes. The catheter was removed and a new one was implanted ok.